Event description:
Again needles where the needle is pulled away with it when you remove the mandrin after insertion. A complaint report has come from our operating theatre regarding the use of sap 3074 cathether cathena roos 20g (386811) - lot number 3327345 - delivery of (B)(6) 2024.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a daily outgoing functional test and 2-hourly in-process functional test to check and detect safety activation failure. As no photo/sample is returned for evaluation, actual root cause could not be established. The complaint will be re-opened and re-investigated when photo/sample is received.

Event description:
It was reported that the bd cathena safety IV catheter needle disengagement was difficult. The following information was provided by the initial reporter translated from dutch to english: "again needles where the needle is pulled away with it when you remove the mandrin after insertion." A complaint report has come from our operating theatre regarding the use of sap 3074 cathether cathena roos 20g (386811) - lot number 3327345 - delivery of 15/03/2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. G.1. Franklin lakes has been listed as the manufacturer.